Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported was reviewed deflation on 01-sept-20. Visual analysis of the photographs a device seems to be intact, filled with clear fluids inside the device, however the place where a leak was indicated can be seen; however, it cannot be determined if it is in the valve or in the device (shell). Labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.